Manufacturer narrative:
It was reported that there were "bits of gauze" inside of the patient and they didn't know where it was coming from. The facility reported that when they investigated, they found that a lap sponge separated at the seams and the contents were being dispersed inside of the patient. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. A sample was not returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the lap sponge separated at the seams and contents were dispersed inside of the patient.